Event description:
It was reported that the patient had discomfort at the ipg site. Surgical intervention was undertaken and the pocket was revised, and the ipg was explanted and replaced.

Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.